Event description:
It was reported that the colonovideoscope had the cleaning brush gets caught, there is something stuck in biopsy channel. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: there was no pass through biopsy channel due to foreign object being stuck: insertion tube insulation recommend 3 mohm; there was a cut on the switch#1 of the camera; angle down; objective lens had a tiny chips; light guide lens had a large chip; bending section cover or distal sheath rubber glue had a crack; insertion tube had deep scratches; insertion tube had a torn boot; control body customer bar code advanced diagnostic was dry; and the scope connector advanced diagnostic fluid was dry with wet detection sticker being active. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Corrected field: e4. (It should be marked as ¿no¿, was inadvertently left blank in the initial medwatch.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. During the device inspection, leakage at the scope connector was observed. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It is likely that the following led to the malfunction: due to the leakage from the scope connector, proper reprocessing may not have been possible, and the foreign matter may not have been removed. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device.